Event description:
It was reported to technical services on (B)(6) 2011 that this ra lead sensing is decreasing. Set sensitivity to 0.15mv but getting more noise, oversensing, farfield etc. They will follow up with medtronic and physician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).